Event description:
It was reported that insulin leaked from the connector plate of the cannula resulting in elevated blood glucose levels. The insulin leak occurred with the "last cannulas" from the same box. The issue was resolved by using another box of infusion sets.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.